Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited a message at a follow up visit that indicated the ICD had been turned to monitor only mode (senses and detects but therapy delivery is disabled) and back to monitor+therapy mode through the application of a magnet or magnetic field. Note: the ventak mini physician's manual (cpi publication 354122, page 5) states: '...patients should avoid equipment or situations where they would be exposed to strong (>0.1 tesla) magnetic fields.'